Manufacturer narrative:
The user alleges a black substance was in the tubing that connected to an invacare concentrator. It is unknown if a humidifier was connected to the tubing and/or if the user is a smoker. The concentrator has internal filters and device maintenance and service history is unknown at this time. There is no history to suggest a product problem. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer allegedly noticed a black substance on her tubing coming from her concentrator. No serious injury is alleged at this time.